Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage on keypad traces. Insulin pump received with cracked case at display window corners, battery tube threads, minor scratched display window.

Event description:
It was reported via phone call that the insulin pump has cracks to the corner of the display and casing. It was also mentioned that when the up arrow is pushed there is a clicking noise. Customer's blood glucose level was unknown. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.